Manufacturer narrative:
Resolution of the event was confirmed on the call and a work order will not be conducted as resolution was confirmed and the cause appeared to be that the patient was moved leading to inaccuracy. Follow-up is being conducted to confirm that there was no device malfunction and that the cause of the inaccuracy was patient movement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep reported that during the case the surgeon noted that they were inaccurate following an o-arm spin. The rep then noted that the reference frame was draped and that the patient had been moved during the breathing portion of the work flow. Another o-arm spin was taken and there were no further issues with navigating. Resolution of the issue was confirmed at the time of the call. The resulting surgical delay was less than one hour and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) confirmed that the cause was due to the patient reference frame being moved during the 3d acquisition leading inaccurate navigation after the spin. The system was confirmed to be working as intended.